Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was able to close all the way; however, an additional finding was a broken yaw pulley. The instrument was a missing piece that measured approximately 0.179 x 0.029 from the yaw pulley. Engineering concluded that damage was likely due to excess force applied to jaws. Instrument passed electrical continuity test. Additional observation not reported by site was main insulation tube damage. The distal end of main tube had various scratch marks with light material removal. Engineering concluded that damage was likely due to mishandling. No other damage was found. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted a 'jaws not closing all the way' on the fenestrated forceps instrument. No patient harm, adverse outcome or injury was reported.